Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician evaluated the rfc (serial number (B)(4)) and no malfunction of the console could be confirmed. However, the rfd (serial number (B)(4)) used with this console was confirmed to be defective, causing the displayed error message "head error". Most likely the damage on the rfd was caused by a "hotplug" of the drive unit while disconnecting it from the first console mentioned, since it was confirmed that the console was powered one while the drive unit was removed. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the instructions for use (IFU): switch off the rotaflow console on/off switch before. Connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console or drive may be damaged. The rfd in question will be returned to the manufacturer for further evaluation and repair. The error message that occurred on the first rfc (serial number (B)(4)) mentioned will be addressed in a separate complaint (ref.: #(B)(4)). A supplemental report will be provided if additional information becomes available.

Event description:
It was described that during patient treatment blood clotting was noticed within the disposable system, causing a restriction in blood flow. This resulted in the display of the error message "head error" on the rotaflow console (rfc). It was decided to replace the rfc (serial number (B)(4)), still using the same rotaflow drive (rfd) unit (serial number (B)(4)). On the second rfc (serial number (B)(4)) used the "head error" error message still remained causing the decision to change back to the first rfc (serial number (B)(4)). No consequences to the patient were reported. (B)(4).

Manufacturer narrative:
The defective rotaflow drive (s/n (B)(4))which was the effected part for the error message "head error" (complaint (B)(4)) was sent to the manufacture em-tec in (B)(4) for further investigation and repair. According to the service order of em-tec the fault "head error" occurs due to a defective electronic component (ic 1) on board "mc 2". A "hot-plug " can cause this failure. The ic1 on the board mc2 has been replaced. System test performed. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).